Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
Clip store button failed to respond when pressed during pelvic examination. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide patient information (see section a3), correct the date of the event (see section b3), provide additional event information (see section b5), update the brand name of the device (see section d1), provide additional initial reporter information (see sections e1,e2,e3), update device evaluated by manufacturer (see section h3), correct the device code and update the result code (see section h6).

Event description:
Additional information was received and it was reported that during a patient's pelvic examination, the user pressed the clip store button but it did not respond. Another ultrasound system was brought in to continue and complete the examination. There was a delay of 20 minutes while the replacement system was obtained. There was no loss of data and there was no patient injury injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation results: the issue of the clip store button failure was investigated. The control panel was received at the supplier, and testing was performed. The reported issue could not be reproduced. The investigation results are inconclusive, and a root cause of the issue could not be identified. The control panel was replaced through the service process.